Manufacturer narrative:
The reported events of noise and over sensing were confirmed. As received, only the distal portion of the lead was returned for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil in the middle region of the lead. The cause of the reported event of noise and over sensing were due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or patient anatomy. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted. All other damages found are consistent with procedural damage.

Event description:
It was reported that a patient presented with oversensing noise on their atrial lead resulting in inappropriate mode switch episodes. The physician elected to explant and replace the atrial lead. The patient condition was stable following the procedure.

Manufacturer narrative:
Correction: h1 - type of reportable event updated to serious injury, it was previously inadvertently reported as malfunction.